Event description:
On the 31 of march 2023, scientia vascular was notified that an aristotle colossus guidewire (catalog # acl-200-002 ln:021376) stretched and sheared off during a neurovascular procedure. The event was described as follows: "the colossus guidewire stretched and then shared off during the 2nd thrombectomy aspiration pass. A portion of the guidewire was left in the distal mca. In total the physician performed 9 passes due to the extensive thrombus burden." The doctor informed the patient of the guidewire fracture and mentioned the patient was doing well, and that the guidewire breaking did not offer any adverse effect. The remaining portion of the complaint unit was returned to scientia vascular for evaluation on (B)(4)2023.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect. The investigation indicates the guidewire may have been damaged during the 2nd thrombectomy aspiration pass, then broke during the pass. However, there is no way to confirm every step taken that could have led the guidewire to break during this procedure, therefore, the root cause of this complaint could not be determined. Because the procedure was completed successfully, no patient injury was reported for this complaint.